Manufacturer narrative:
The reported power switching was not confirmed for the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The reported power switching event could not be confirmed via review of the controller log files since log files around the reported event date were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported power switching could not be duplicated at the bench level; the batteries performed as intended. The reported power switching event was not confirmed; the batteries worked as indented. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-00681 and 3007042319-2016-00682) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of two reports (3007042319-2016-00681, 00682) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the batteries would switch when there were 3 bars of charge on the battery. The capacity of the battery when the event occurred was over 25%. The batteries were tested on different charging ports. This happened with both batteries. Batteries were removed and exchanged. Investigation is ongoing.